Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent low blood glucose (bg) events of approximately 40-50 mg/dl; cause was unknown. Reportedly, the low bg's occur when customer is physically active. Rapid sugar was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.